Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No hot pump or button error alarm noted during testing. Analysis was unable to verify for battery out of limit alarm due to no button response. No damage inside pump noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 460 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.